Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed visual analysis, and the eeprom content verification did not identify any issues; however, failed functional analysis due to open in cable on the white conductor along the length of the cable. A  ¿sensor off patient" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. Zip code is as follows: (B)(6). Date of event: (B)(6) 2017.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. B)(6).

Event description:
The customer reported the following issue: "cable is interrupting [stopping to] function" no patient impact or consequences were reported.